Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine changeout, fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The lead was tested normally through defibrillation threshold testing. The patient condition is fine and the patient will be followed-up normally.